Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that the dressing was discontinued and urgotal ssd was used instead. The product lot number was recorded as cno (could not obtain) indication no lot number was available. As no complaint sample was rec'd, an assignable cause could not be determined. No evidence was found that product failed to meet all od the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required as per convatec's global complaint handling procedure. (B)(4).

Event description:
Info rec'd via complaint form is indicated as follows: nurse specialists reported that "a patient with medical history of copd and known sensitivity to other dressings used aquacel ag extra on a chronic leg ulcer. Dressing was removed two (2) days later and the would bed had an unusual presentation of "lumps" on it. (Not overgranulation) the nurses had never seen anything like it before".